Manufacturer narrative:
Correction of initial emdr, mfg report number 8010042-2024-0001985: the correction of field # g.3. Date received by mfg: previous date received by mfg: 31-oct-2024; corrected date received by mfg: 22- nov-2024.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was not performed by our field service engineer. According to received information, the customer found traces of water inside the filter's chamber of the air gas module. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The cause of the water in the air gas module was due to the hospital central air system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).